Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, patient was revised to addressed painful periprosthetic osteolysis secondary to metallosis and trunnionosis. Upon entering the joint about 50 cc of yellow predominantly serous and slightly cloudy fluid extravasated, consistent with metallosls. The modular femoral head was removed and there was gross evidence of black debris most prominently adherent to base of the trunnion. Doi: (B)(6) 2005 - dor: (B)(6) 2019 (right hip). Please see (B)(4) for the left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.